Event description:
Ous MDR. After an implantation time of 42 months, sensing disturbances were reported. The ICD was explanted. Lexos dr-t, MDR 1028232-2008-00494 was associated with this complaint.

Manufacturer narrative:
Ous MDR. The analysis of the lead showed insulation abrasion at the lead body, which contains both the inner conductor helix and the conductor to the ring electrode. This abrasion must be regarded as the cause for the sensing disturbances. The geometry and characteristics of the abrasion indicate friction at the housing of the ICD. Diagnostic images to check this assumption were not available for analysis. The damaged fixation is probably a result of the explantation. The analysis was unable to find any material defect or mfg error.